Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the patient's implantable cardioverter defibrillator, far r wave over-sensing leading to inappropriate automatic mode switch was noted. Corrective programming changes were recommended but were not reported to have been performed. No patient consequences were noted.